Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-24460. It was reported the patient presented to the hospital. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator and right atrial lead was oversensing post-paced t-waves and noise leading to inappropriate mode switches. The device was reprogrammed. The was in stable condition.